Manufacturer narrative:
The customer requested assistance from a philips representative. The customer explained that the battery for their device was faulty and required replacement. The service order was initiated by the customer as a means to obtain a replacement battery with no onsite evaluation requested. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating a completely depleted or faulty battery. Upon evaluating the returned battery, it was verified that the component was unable to charge in either the heartstart mrx device or a cadex charger. It was further indicated that the battery was not recognized when inserted into the cadex charger and yielded a ¿fail 160 ¿ bad fuse or driver¿ error message after failing to trickle-charge. Troubleshooting revealed that fuse f1 was open. The defective component was replaced, and the battery operated as normal. Upon conclusion of the analysis, the reported problem was verified and the battery was found to be defective. Based he available information, it was determined that this was a malfunction of the battery (19115-0236-p). The customer was advised that the battery was no longer under warranty and they can purchase a replacement battery through the supplies group to resolve the noted issue. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
Device not returned.

Event description:
It was reported to philips that the battery failed calibration and displayed a fail150 error. There was no patient involvement.